Event description:
It was reported that, "surgeon was using the oasys in-situ benders and manipulating a rod to seat into a screw head. Upon manipulation, the tip of one of the in-situ benders snapped rendering the one end of the benders useless."

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer event of a tip fracture of an oasys in-situ rod bender was confirmed via visual inspection. Since this product has been in the field for about 10 years, we can likely attribute the age of the instrument as a root cause of the issue. Any instrument experiences wear, stress, and fatigue throughout its lifespan, especially when it has been in use in the field for 10 years. Conclusion: the root cause of the fracture is likely normal wear over 10 years.

Event description:
It was reported that, "surgeon was using the oasys in-situ benders and manipulating a rod to seat into a screw head. Upon manipulation, the tip of one of the in-situ benders snapped rendering the one end of the benders useless."